Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient had a lot of pain and it had been very chronic in both knees. It was believed that the pain was pre-existing and was unknown when the pain started. The patient went to their pain management doctor and they didn't do anything because the pain pump was full. The hcp questioned how the pump could be full after two months. The hcp was trying to determine if the pump could be dry or not delivering drug. The patient was a very poor historian. The hcp planned to follow up with the facility that manages the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.